Manufacturer narrative:
The reported event is confirmed. The root cause unknown. The guidewire was returned in the opened original packaging. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the surgical nurse opened the package, the tip at the head end of the inner guidewire was poking out of the black outer skin. The product was left unused.

Event description:
It was reported that when unpacking the product, the nurse found that the tip of the inner guide wire poked out of the black outer surface. The product was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.